Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's care giver called in and reported that the customer's insulin pump was not delivering. The customer's care giver states the customers blood glucose levels have been in the 400 mg/dl. The customer's blood glucose level was over 300mg/dl. Troubleshooting was conducted. High pressure test was conducted and the device passed. The device was found to be operating normally. Nothing is being returned at this time.